Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that their ins was burning inside of their body. Pt said they were also seeing a notice on their controller that they needed both batteries replaced. Patient services specialist (pss) asked if it said controller batteries and pt said it stated "both batteries" needed to be replaced (pss unsure which screen pt was seeing and pt did not have it available on the call). Pt also said they were getting a nasty taste in their mouth. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Continuation of concomitant medical products: product ID 97745, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative and a patient. It was reported that there were no accidents with relation to the burning sensation; the patient charged their ins when the controller showed them that it was getting low which was every other day. The patient's ins was replaced.

Manufacturer narrative:
Concomitant medical product: product ID 97745 serial# unknown product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that they are unable to interrogate ins due to depleted ins. Attempted to recharge ins in office and the patient reported heating and burning at the pocket while stim was off after only a few minutes. Caller checked temperature of recharge antenna and there was no heat reported on the antenna itself. The heat occurs for several hours after attempting to recharge. Per patient, the ins does move in the pocket. Patient reported no falls or trauma and has recently lost weight. Discussed pocket sensitivity and possible pocket revision may be needed. Caller will speak w/ physician to assess further.